Event description:
Cook was notified that a type 1b endoleak was present at the one month follow up computed tomography (CT) scan on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. Per pre-procedural imaging (with contrast) on (B)(6) 2024 - all arteries incorporated in the repair (innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery and celiac artery, superior mesenteric artery, right renal artery, left renal artery, right common iliac, left common iliac artery, right and left internal iliac artery and bilateral vertebral arteries were patent and did not have stenosis greater than 50%. Anatomic measurements - aortic valve-mechanical, maximum diameter of diseased aorta on center line: 57 mm, intended proximal landing zone: 5 mid descending aorta to celiac, intended distal landing zone: zone 10 common iliac arteries, left and right. Study procedure took place on (B)(6) 2025 under general anesthesia. Patient was not on antiplatelet therapy at the time of the procedure. Percutaneous access was achieved through the right and left femoral artery. Contrast volume: 111ml contrast dose: 1.2ml/kg time under fluoroscopy: 34 min total gray used: 2702mgy total dose area product: 336gy^cm2 was fusion used during the procedure: yes estimated blood loss: 0ml cardiac output was not reduced, co2 flushing was used, proximal seal zone was in the native aorta procedural time: arrival in room 12:40, time of first incision: 13:05, time of last access closure: 16:00, patient departure: 16:15, duration of procedure: 175 minutes. Side branch catheterization and placement of bridging stents successful, no additional procedures or significant patient medical problems during procedure. Device placement: non-cook devices: celiac artery: competitor¿s stent: v12 10mm x 59mm. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Celiac artery: competitor¿s stent 11mm x 50mm. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): competitor¿s stent 11mm x 100mm. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Right renal artery: competitor¿s stent 8mm x 75mm, competitor¿s stent 8mm x 50mm, competitor¿s stent 8mm x 27mm. The artery was able to be revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Left renal artery: competitor¿s stent 9mm x 75mm, competitor¿s stent 8mm x 17mm. The arteries were able to be revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stents patency was maintained with normal end artery perfusion. Distal aortic device: competitor¿s device plug 4 x 6 mm. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook devices: distal aortic device: cook nester coil, 4 x 6 mm. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Main aortic custom-made device (cmd): william cook australia, zenith fenestrated graft rpn: thoraco-abdominal_side_branch, lot number: ac1171176. The device was planned for this patient. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. Distal aortic device: william cook australia, zenith universal distal body endovascular graft rpn: unibody-24-115, lot number a1166932. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Right iliac artery: zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-24-39-zt, lot number 15975715. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Left iliac artery: zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-56-zt, lot number 16006919. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Left iliac artery: zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-74-zt, lot number 16357030. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Procedural angiogram 08apr2025: all stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. A type 1a endoleak was present at the end of the case. The patient's stay in the intensive care unit (ICU) was 2 days. Extubation occurred in the operating room. Reintubation was not required. Patient was discharged to home on (B)(6) 2025 (5 days post-procedure). The patient was not discharged on supplemental oxygen. The patient did not have any significant medical problems or complications after the procedure and before discharge. The patient was discharged home prescribed acetylsalicylic acid (asa) and a statin. A follow up CT was completed (B)(6) 2025 (2 days post-procedure). A one-month clinical assessment was completed on (B)(6) 2025 (3 days post-procedure). All stent grafts were patent and a new left distal type 1b endoleak and a new type 2 endoleak were present. No secondary interventions have been completed to treat the endoleaks. The maximum aortic diameter was 67 mm. There were no stent graft integrity issues. All target side branch stents were intact. The CT was reviewed and the type 2 endoleak was considered to be most likely from a diaphragmatic artery at celiac trunk level. The type 1b endoleak was from the left iliac limb. The customer reported that the endoleak type 1b is most likely related to incomplete sealing at the distal end of the left iliac limb, which required double zsle implantation. The presence of a short sealing zone and preexisting dissection in the distal left common iliac artery (cia) further compromised sealing. The configuration of the bellbottom technique combined with patient specific anatomy may have contributed to the incomplete apposition of the endograft to the vessel wall, allowing persistent flow at the distal seal zone. The procedure involved the use of bilateral bell-bottom iliac extensions in a patient with complex iliac anatomy (irregular vessel wall) and dissection. Although the implantation followed standard protocol, the procedural choice to use two zsle extensions on the left side may not have been sufficient to achieve a complete distal seal due to dissection related irregularity in the arterial wall, contributing to type 1b endoleak. The customer reported that the type 1b endoleak may have been related to the treated disease. The patient had a type iii thoracic abdominal aortic aneurysm (taaa) with involvement of the iliac arteries, including pre-existing dissection in the distal left common iliac artery, likely predisposed the area to incomplete sealing post-endograft deployment. The type 1b endoleak did not lead to a serious deterioration in health. No treatment for the endoleak was reported. The focus of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-24-74-zt.

Manufacturer narrative:
H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation-evaluation cook was notified that a type 1b endoleak was identified on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient underwent a fenestrated endovascular aortic repair (fevar) on (B)(6) 2025. The patient had the following devices placed during the procedure: william cook australia, zenith fenestrated graft rpn: thoraco-abdominal_side_branch william cook australia, zenith universal distal body endovascular graft rpn: unibody-24-115 cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-24-39-zt, placed on the right cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-56-zt, placed on the left cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-74-zt, placed on the left. At the conclusion of the procedure all stent grafts and intended side branch stents were patent. All target vessels were patent. A type 1a endoleak was present. A one-month clinical assessment was completed on (B)(6) 2025 (3 days post-procedure). The follow up computed tomography scan showed all stent grafts were patent. There were no stent graft integrity issues. All target side branch stents were intact. However, new findings identified a left distal type 1b endoleak and a type 2 endoleak. No secondary interventions have been completed to treat the endoleaks. The type 1b endoleak was from the left iliac limb. The customer reported that the endoleak type 1b endoleak was most likely related to incomplete sealing at the distal end of the left iliac limb, which required double zsle implantation. The presence of a short sealing zone and preexisting dissection in the distal left common iliac artery (cia) further compromised sealing. The configuration of the bellbottom technique combined with patient specific anatomy may have contributed to the incomplete apposition of the endograft to the vessel wall, allowing persistent flow at the distal seal zone. The procedure involved the use of bilateral bell-bottom iliac extensions in a patient with complex iliac anatomy (irregular vessel wall) and dissection. Although the implantation followed standard protocol, the procedural choice to use two zsle extensions on the left side may not have been sufficient to achieve a complete distal seal due to dissection related irregularity in the arterial wall, contributing to type 1b endoleak. The customer reported that the type 1b endoleak may have been related to the treated disease. The patient had a type iii thoracic abdominal aortic aneurysm (taaa) with involvement of the iliac arteries, including pre-existing dissection in the distal left common iliac artery, likely predisposed the area to incomplete sealing post-endograft deployment. Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The device was not returned for the investigation. However, imaging was provided for the investigation. An image review was completed by a thoracic & vascular surgeon. The image reviewer indicated that they agreed with the customer. ¿it is almost certainly due to the patient¿s underlying diseased vessels, and in particular, the fact that there is some dissection of the aneurysmal l. Common iliac artery. The site used two iliac leg grafts on the l. Side (zsles) to try and achieve a seal distal to the dissected and aneurysmal l. Common iliac artery (lcia), but the diseased walls made the seal inadequate, leading to the type 1b endoleak¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events reported for a related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events ¿ aneurysm enlargement ¿ endoleak ¿ endoprosthesis; improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac. Pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause of the event was determined to be patient condition and anatomy. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.